Manufacturer narrative:
Complete information for: correction/removal reporting number = 3002809144-06/22/20-005-c a product correction letter was issued on 19jun2020 to all customers with installed alinity ci- series scm notifying them of the two quality control functionality issues. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.2.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
Abbott laboratories has identified two issues with quality control (qc) functionality, after an assay file update, that impacts all alinity ci-series software versions. Issue 1: after an assay file is updated, subsequently generated qc results are not evaluated for westgard failures when the system is configured for westgard rule assessment. Qc results are correctly evaluated when the system is configured to assess a qc range. When a control is configured for westgard rule evaluation (mean/sd), the following quality control features are impacted after an assay file is updated: the levey-jennings graph screen incorrectly displays points that have a westgard failure as a black dot instead of a red dot. Qc results that fail westgard rules are not flagged with cntl. Red badges associated with westgard rule failures are not displayed on the qc icon on the home screen. Alert notifications associated with westgard rule failures are not present in the alert center. Reagents are not disabled due to a westgard rule failure. Issue 2: after an assay file update, specimen results generated after a qc failure are not marked with a cntl flag. This issue occurs regardless of the control configuration (qc range, westgard mean/sd). Both issue 1 and 2 do not exist when an assay file is originally installed on a system. New controls and new control lot numbers configured after an assay file is updated are not impacted. There has been no reported harm as a result of these issues.